Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are not responding to user input. The bolus button was missing. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the issue with the keypad button malfunction was confirmed through product analysis. The keypad buttons are not responding to user inputs during testing. In addition, the bolus button was missing. The pump was opened to investigate. Corrosion was found on the bolus button solder contacts causing the button to short.